Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was provided which noted that the patient underwent non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing. The shock impedance measurements were acceptable for the physician and the lead showed appropriate function. No additional actions were necessary and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements of greater than 125 ohms. The right ventricular (rv) pacing impedance measurements had increased, but were not out of range. There were no episodes of noise noted and sensing measurements had been stable. The patient was to return to their clinic for follow-up. No adverse patient effects were reported. The device remains in service.